Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduce the reported symptom of "link switch error on the display." Review of history log found multiple occurrences of system error 322 which could not be reproduced during evaluation. The evaluation has led to the determination that the upper and lower auxiliary assemblies were failing. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that a pump has a "link switch error on the display." It was also reported there was no pt injury. During the baxter evaluation of the device it was found that the pump has a system error 322 in the history log.